Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and replaced helium reservoir assembly. All functional and safety checks performed to meet factory specifications passed. The failure analysis and testing dept. Received part with a reported unit failure of a fail manifold failure. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Fails the fill manifold test. The fill valve differential pressure is at 15mmhg while factory specification is +-12mmhg. Possible cause for this failure would be component reliability. Retaining the part in the failure analysis and testing department per procedure

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pm that cardiosave intra-aortic balloon pump (iabp) unit failed fill manifold test. There was no patient involvement.